Event description:
It was reported that the stopper broke off inside the bd¿ slip-tip disposable tuberculin syringe. This occurred with 5 syringes during use. The following information was provided by the initial reporter: "description: the black tip of the 1ml tuberculin slip type syringe breaks off in the barrel of the syringe. Complaint noticed: during / after use. Patient injury: no".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the plunger rod was broken off with the tip inside the stopper. Potential root cause for the plunger rod broken defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the stopper broke off inside the bd¿ slip-tip disposable tuberculin syringe. This occurred with 5 syringes during use. The following information was provided by the initial reporter: "description: the black tip of the 1ml tuberculin slip type syringe breaks off in the barrel of the syringe. Complaint noticed: during / after use... Patient injury: no."